Event description:
Rep reported that postoperatively the patient's initial CT scan demonstrates no evidence of complications (normal post op scan); however, the next day she was complaining of nausea whenever she was up from bed. Patient was kept and a scan was ordered. The repeat scan 48 hours after shunt placement demonstrates a sizable subdural hygroma. It was confirmed that the shunt was correctly set at level 4 by x-ray, and then increased the valve setting to level 8.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation as it was noted that the device remains implanted. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device still implanted in patient.